Event description:
Following a underwater endoluminal procedure and upon removal of the endoscope with dilumen attached, a 3cm perforation approximately 30-35 cm from the anal verge was noted requiring surgical intervention to repair. The doctor did not allege a device malfunction..